Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device was found to be programmed to single chamber fixed rate setting, when the device should have been set to nominal implant values. The device was reprogrammed back to original settings. The device remains in use. No patient complications have been reported as a result of this event.